Event description:
The facility reported a pump with electrical issues. When plugged in, there was a spark in the outlet. The power cord caught on fire. It is unk when this event occurred. There was no pt injury or medical intervention necessary. No additional info is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a f/u report will be filed upon completion of an evaluation, or if any additional info becomes available.